Event description:
An endeavor rx drug-eluting coronary stent was deployed in to a pt (device details not provided); however, it is reported that the "product was inadvertently handed to the physician in an unspecified inner pouch". This was repeated three times on the same pt (MFR report# 2953200-2009-01759, 2953200-2009-01761). Antibiotic therapy was prescribed to the pt. Communication from the field confirmed that the account acknowledged its responsibility for the event. No other sequelae were reported.

Manufacturer narrative:
(Secondary intervention: antibiotic therapy) - (non sterile packaging introduced in sterile field) - eval, results: failure to adhere to the product instructions for use. Non sterile packaging introduced in sterile field. Conclusion: failure to adhere to the product instruction for use.